Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory ranged from 56 mg/l to 123 mg/dl. Caller states his glucose is normally 100 mg/dl 2 hours after meals. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).